Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having inadequate stimulation. It was also reported that the patient was also having extended ipg charging. The patient underwent an explant procedure and patient was doing well postoperatively. The explanted products will not be returned per hospital protocol.